Event description:
The customer reported to olympus that the gastrointestinal videoscope working channel was blocked. The issue occurred during the procedure. There were no reports of patient harm associated with the reported event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction found a foreign material in the biopsy channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer's allegation was confirmed. During the inspection a foreign material in the biopsy channel was found and it was most likely due to insufficient cleaning. In addition to the malfunction documented in b5, the additional non-reportable findings were as follows: due to clogging of channel tube, the tube cleaning brush cannot be inserted, due to wear of angle wire, bending angle in up direction does not meet the standard value, the light guide had a chip, the adhesive on the bending section cover had wear and the connecting tube was snaking. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This is a supplemental report to correct the initial MDR. The initial medwatch reported the returned device found the channel clogged with foreign material during evaluation; however; the customer returned the device without reprocessing which caused the foreign material to remain in the channel. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.